Manufacturer narrative:
The investigation for the automated impella controller has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the reported issue was confirmed to be use related. This aic was booted while the battery transport switch was disengaged.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the battery of an automated impella controller failed to charge despite the console being plugged in. This occurred outside of a clinical procedure. As such, there was no patient involvement.